Manufacturer narrative:
All buttons functioned properly. However, insulin pump had corroded keypad traces. No button error alarm during testing. The insulin pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and cracked on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report a button error alarm and an unresponsive keypad. The customer's blood glucose level was 11.2 mmol/l. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.